Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that caller reported a possible short circuit, a low impedance below 250 (caller did not have exact value but indicated that the impedance had a red x). Caller noted she has no historical info about patient's lead impedances.